Event description:
Additional information was received on 20feb2025: laser equipment was used. Reportedly, the device fracture site was noted at the" third scratch part" of the basket. The device was tested prior to use, and upon opening the package, found that the mesh was broken. The authenticity of event was confirmed and accurate. The device was discarded and cannot be returned.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B5: additional information. D9: the device is unavailable for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the ngage nitinol stone extractor's basket suddenly broke during a urinary stones removal procedure. The procedure was completed by using another same-like device. The patient was diagnosed with urinary stones. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information has been requested but is unavailable at this time.

Manufacturer narrative:
E1: customer entity= unit name: (B)(6). E3: customer occupation = unknown. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported the ngage nitinol stone extractor's basket suddenly broke during a urinary stones removal procedure. The device was tested prior to use, and upon opening the package, found that the mesh was broken. Reportedly, the device fracture site was noted at the" third scratch part" of the basket. Laser equipment was used. The procedure was completed by using another same-like device. The patient was diagnosed with urinary stones. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [t_shef_rev1] provides the following information: "suggested handling instructions for extractors and forceps: caution: this device is conductive. Avoid contact with any electrified instrument. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, and dry place." Based on the available information, no product returned, and the results of the investigation, the specific nature and cause of the reported issue could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.